Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. However, 100 retained samples from the bd inventory were visually inspected and, the issue of missing additive was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had no additive."